Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu1294 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient contacted nursing team to advise them that her portacath needle line had fractured. Nursing team advised patient to clamp the line above where the fracture was located to ensure that nothing was able to enter the line. Patient booked to attend facility on the same day and the port needle was removed. Patient reviewed by the medical team. Patient's portacath was re-accessed safely, and their IV antibiotic treatment has resumed.

Event description:
It was reported patient contacted nursing team to advise them that her portacath needle line had fractured. Nursing team advised patient to clamp the line above where the fracture was located to ensure that nothing was able to enter the line. Patient booked to attend facility on the same day and the port needle was removed. Patient reviewed by the medical team. Patient's portacath was re-accessed safely, and their IV antibiotic treatment has resumed.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a breach in the infusion set was confirmed but the cause of the damage could not be determined from the photograph that was provided for investigation. The photo showed a winged infusion set that exhibited evidence of use. A stream of clear fluid was observed to exit from the extension set tubing at the distal end of the luer adaptor. The characteristics of the leak path in the tubing could not be discerned from the photo. While a breach in the tubing was confirmed, there were no distinguishing features that could aid in identifying a specific root cause.